Event description:
It was reported that the device had multiple errors, including check clutch, travel reverse error, and don't erase drug library. There was no patient involvement reported. There was no reported patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed by the review of event history log. The root cause was due to the worn-out and defective clutch parts. The clutch, worm gear, worm coupling, and motor were replaced.